Event description:
This lv lead was implanted on (B)(6) 1996 and explanted on (B)(6) 2013 due to impedances of 200 ohms with high thresholds and the patient was pacer dependent. The patient tolerated the procedure well. The procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).